Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, the medtronic representative, confirmed the door was stuck in a closed position due to making contact with the or table. The site staff had removed the covers while attempting to open the door. The medtronic representative adjusted the door to standard specification. The adjustments resulted in proper door closure. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site biomed reported that, while in a spine procedure, the site's imaging system made contact with the operating room table, causing the gantry door inability to open. Attempts were made to manually open the gantry using the ratchet the gantry did not move at all. The covers had visible damage. The collision happened while the procedure was taking place; they were able to move the imaging system out of the way to continue surgery. The surgeon discontinued use of the imaging system. The surgery was successfully, completed. There was a reported delay of fifty minutes due to this issue. There was no impact on patient outcome.